Event description:
The customer reported that during optical registration for a prone, occipital-approach tumor resection case, the cranial guidance mask was used for prone lateral workflow. During the establishment of rescue points, it was reported that the accuracy was deemed good and the craniotomy was performed successfully. However, following post-operative scans, the physician reported there was "no tumor resected" and the patient was revised two days later. The revision procedure was completed successfully without a surgical delay or adverse consequences.

Manufacturer narrative:
Corrected data: d3, d5, g1, g4, and h4. D9 and h6 coding has been updated to reflect investigation conclusion.

Event description:
The customer reported that during optical registration for a prone, occipital-approach tumor resection case, the cranial guidance mask was used for prone lateral workflow. During the establishment of rescue points, it was reported that the accuracy was deemed good and the craniotomy was performed successfully. However, following post-operative scans, the physician reported there was "no tumor resected" and the patient was revised two days later. The revision procedure was completed successfully without a surgical delay or adverse consequences.